Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported after priming the blood set with normal saline the blood bag was spiked. After programming the pump the nurse noticed blood was leaking from a hole at the top of the drip chamber where the tubing connects. The tubing was removed from the pump as soon as the leak was noticed; the blood was not infused to the patient. There was no patient harm.